Manufacturer narrative:
This report is submitted on november 03, 2023.

Event description:
Per the clinic, the patient experienced a purulent discharge and subsequently underwent a surgical procedure to clean the wound on (B)(6) 2023.

Manufacturer narrative:
It was also reported that the patient experienced wound dehiscence and the device was subsequently explanted on (B)(6) 2025. There are no plan to re-implant the patient with another device as of this date of report.

Manufacturer narrative:
Per the clinic, the patient experienced headaches after implantation.